Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced fatigue, fever and diarrhea. Blood cultures were positive. The patient was treated with antibiotics in the intensive care unit. It is also reported that elevated ldh was observed. Log file analysis showed multiple no external power alarms will on the mobile power unit, due to the patient disconnecting both leads. Low voltage advisories were observed in log file analysis due to the patient running batteries below the low voltage advisory threshold. Additional information was requested but no additional information was provided.

Manufacturer narrative:
B5: additional information. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of power spikes, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established. The submitted log files captured transient elevations in pump power and estimated flow on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 through (B)(6) 2019. These parameter elevations reached values up to 12.5 w and 11.8 lpm, respectively, and they mostly appeared to correspond with pi events. Despite these elevations, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis, sepsis, infection, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the power elevations and flows were assumed to be related to the patient's bacteremia. The patient was placed on IV antibiotics and followed by infectious disease. The patent is still on oral doxycycline for life long treatment. No further information was reported.

Event description:
Additional information: it was reported that the patient had been admitted for bacteremia. Power spikes were noted on vad interrogation. Power and flow fluctuations appear to be associated with pi events during the period of 6apr2019 to 11apr2019. It was reported that the patient was showing septic emboli to the extremities. No further information was reported.